Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation and general itchiness under the electrodes. The irritation was not open nor pussing nor bleeding. The patient's physician advised the patient to use a topical cream. Follow-up indicated that the irritation was healing.